Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic states that the insulin pump was cracked and the customer was unable to see the screen. Customer stated that reservoir was able to lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be replaced.

Manufacturer narrative:
On (B)(6)2021 the customer reported that his dog got to his insulin pump and damaged it. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: dog chew marks, damaged display window cover. The device was received with an illegible partial display with a bleeding spot along the right edge. Unable to perform the displacement test due to the partial display. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. There are visible cracks within the lcd screen however, and many of the diodes along the right edge of the screen are black. Electrical board 2 was plugged into a known good electrical board 1, and in this configuration, the unit was able to boot up. The software version was then able to be obtained. In summary, the customer¿s report that his dog damaged his insulin pump was confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.